Manufacturer narrative:
Customer reported they did not know if the tape was the actual cause of the self-extubation. They had been reportedly stretching the tape during application. No lot number or samples were available. 3m initial evaluation indicated customer education was needed related to application for critical tube securement. 3m is in the process of planning and executing customer education.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's endotracheal tube to a neobar. The tape reportedly unraveled from itself and released the endotracheal tube from the neobar. The baby was found extubated and was reintubated without any consequences. There were no issues or consequences to the baby. Customer reported they did not know if the tape was the actual cause of the self-extubation. They had been reportedly stretching the tape during application. No lot number or samples were available. No additional information was available.